Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.

Event description:
During an unspecified procedure, the distal attachment became caught in the stenosis while attempting to pull it out, and it dropped into the body. There were no reports that the device was retrieved or that any attempts were made for retrieval. There were no reports of further patient harm.